Event description:
It was reported that the procedure was performed to treat a perforation in the left anterior descending (lad) with moderate calcification and moderate tortuosity. The 3.50x19mm graftmaster failed to cross the lesion due the anatomy. Another graftmaster was used to seal the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis identified that the stent had moved on the delivery system. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The stent appeared to have move approximately 1 millimeter distally, where distal marker was not visible under stent implant and nylon sleeve. The crimp marks were visible at the proximal end of balloon where it was originally crimped. There were fibers noted at the end of the stent implant and nylon sleeve. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In this case, it is likely the device interacted with the moderately calcified, moderately tortuous lesion during advancement, causing the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device likely contributed to the observed material deformation and deformation due to compressive stress, ultimately causing the noted contamination and stent dislodgement. The reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a perforation in the left anterior descending (lad) with moderate calcification and moderate tortuosity. The 3.50x19mm graftmaster failed to cross the lesion due the anatomy. Another graftmaster was used to seal the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.